Event description:
Dr. Was performing a bone marrow biopsy on this patient and the aspirate needle was faulty (slight bend on the tip) needle removed and new aspirate needle used to complete the bone marrow biopsy. I have the faulty needle.